Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic right coronary artery, second diagonal branch. The physician advanced the 2.75 x 15 mm maverick2 balloon to the lesion and inflated it to 8 atms, then inflated it a second time to 10 atms and it ruptured. There were no patient complications, but the patient did experience weak chest pain. The device was removed intact. The procedure was successfully completed with a 2.5 x 15mm quantum maverick balloon and the deployment and post dilation of a 3.0 x 20mm taxus stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.